Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called saying her foley catheter came out. When customer went to check, they saw the foley on the floor at the bedside. After inspecting the catheter closely, it looks like the balloon holding it in place had burst resulting in the catheter slipping out. New foley was inserted when patient was back in bed.